Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
This device is for treatment, not diagnosis. Additional information: the product development evaluation stated that the material specified on the design drawing ((B)(4)) is consistent with other synthes implants (except for annealed recon plates). Nominal dimensions and tolerances on the drawing are also consistent with the human equivalent implants.

Event description:
It was reported that a plate bent 2 days postoperatively. A revision surgery was required. Patient info, (B)(6) australian shepherd with midshaft highly comminuted fx.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is a veterinary product. Device is similar to a device marketed for human use. Manufacturing evaluation reports the part was received. A visual inspection of the plate noted that the plate has a large bend in the middle of the plate. No other damage or visual anomalies are noticed. A review of the device history record shows no complaint related anomalies and all measurements for features relevant to the complaint are conforming. The noted visual damage noted is post-manufacturing, this complaint is deemed invalid from a manufacturing perspective.

Event description:
This is report 1 of 1 for complaint (B)(4).